Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
It was reported to philips that the device was operational, but the navigation ring is not working. The customer stated they would like to get another navigation ring. The device was not being used on a patient at the time of the event. A philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4: 24sep2020 b4: (B)(6) 2020 a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the reported issue and replaced the bezel assembly to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.